Event description:
During device preparation before a procedure, it was not possible to interrogate the device by using bluetooth telemetry. Another device was used to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of no bluetooth communication was not confirmed. The device was received with bluetooth communication set to off. After programming the ble communication to on, the device was consistently making good bluetooth telemetry without any issue. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues.